Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 4.11 d. Retainer ring = clear. Systemtime = 07/02/2021 07:54:19.000. Faultnumber = mfda alarm(130). Linenumber = 531. Filenumber = 121. The thus download was successful. Pump error 130 alarm found in the pump history. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected pump error 130 alarm noted during testing. Unit was cut opened and inspected. The motor passed the motor test outside of the device and no visible physical damage or moisture damage noted on the electronic assemblies/motor. The p-cap locks properly into place.

Event description:
Medtronic received information that pump error 130 occurred. There was no adverse impact or consequence reported as a result of this event.